Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal. Programming changes were made. The patient was stable.